Manufacturer narrative:
(B)(4). Evaluation summary: post-market vigilance (pmv) evaluated one powered handle and one adapter. An inspection of the eeprom (electrically erasable programmable read only memory) found several motor failure related error codes. During testing, the handle was unable to calibrate; solid blue lights were illuminated and the green handle status light began to blink. When adapter was inserted onto the handle solid blue lights were displayed and the handle status light continued to blink green. The reported condition for this incident states the light sequence to replace the handle was received. The reported condition was confirmed. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc (brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. While the print specification for the bldc board calls for a material that is able to withstand the soldering process without damage, a scar issued to the supplier determined that a different material was used to build the bldc board. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a procedure, the powered handle was used with a full battery. There was a green blinking light at the handle system. After assembling, nothing functioned and the device was unusable. A new device was used to correct the condition. No known adverse events were reported.